Event description:
It was reported that (B)(6) said the box of cement had a bad odor and he destroyed it.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device discarded.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Review determined that there were no other similar reported events for the lot. The event was not confirmed as the reported product or photographs were not provided for review. Based on the information provided by the customer, there was an odour coming from the product when the reported damage was noted. This indicates that an ampoule(s) was broken at the time or shortly before the product was received by the customer as the smell would have come from the monomer when the ampoule was broken. This odour from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the description of the event and the additional information pertaining to the details of the packaging and damage noted, it appears that this product was damaged due to inappropriate handling or storage during distribution/transportation. Ncr (B)(4) was raised in (B)(6) 2010 to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that (B)(6) said the box of cement had a bad odor and he destroyed it.